Event description:
The digital fixation implant was performed on patient (B)(6) 2012, at the (B)(6) by doctor. On (B)(6) 2013, arrowhead medical device was told of a possible revision to the implant but not able to confirm. Doctor (B)(6) was contacted via phone and email to confirm revision procedure (several attempts were made to confirm this information). On (B)(6) 2013, doctor confirmed that a revision was performed on the patient in late (B)(6) 2013 (no specific date was provided). The following details were provided by doctor (B)(6): the arrow-lok device was implanted after prior k-wire did not fuse and was explanted. (Not an arrowhead device) doctor (B)(6) stated that he believed the patient was too active, non-compliant. The doctor went back in to clean up the ends of the bone. Need bleeding bone for fusion to take place. The middle phalanx became very short. Doctor (B)(6) implanted the arrow-lok device. He stated that in hindsight, the phalanx was too short for the implant. The arrow-lok implanted backed out due to not enough of the implant embedded to offer enough fixation. The patient had a knot at the bottom of the toe. Looked ok a/p view. The doctor could see from the oblique view that the implant came out. The arrow-lok implant was explanted in (B)(6) 2013 and was replaced with a screw. The doctor stated that the screw also backed out prematurely but the toe remained straight. The doctor stated the patient may have been too active with the initial k-wire creating the original complication.

Manufacturer narrative:
Surgeons are advised that the distal arrowhead tip needs to be well embedded into the middle phalanx. The operative technique calls for the surgeon to reattach the extensor tendons and to reapproximate the medial and lateral collateral ligaments to help stabilize the fusion site. Skin closure strips are then recommended to be applied to provide additional external stabilization. The aforementioned direction and technique are stated during training and in product documentation.